Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ac main connector is abnormal. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating the ac main connector is abnormal. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. The field service engineer (fse) onsite checked and confirmed the m4735a battery could not charge, the ac main connector is defective. The fse replaced the m475a ac main connector to resolve the issue. The device was returned to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.